Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), dyspareunia ("painful intercourse") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (total hysterectomy and bilateral salpingo-oophorectomy). Essure was removed. At the time of the report, the abdominal pain, back pain, dyspareunia and weight fluctuation outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), dyspareunia ("painful intercourse/ dyspareunia "), weight fluctuation ("weight fluctuations") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total hysterectomy and bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, back pain, dyspareunia, weight fluctuation and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia and weight fluctuation to be related to essure. The reporter commented: she had underwent additional surgeries. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-aug-2020: pif received. Event added: dysmenorrhea. Essure implant state and removal date were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), dyspareunia ("painful intercourse") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (total hysterectomy and bilateral salpingo-oopherectomy). Essure was removed. At the time of the report, the abdominal pain, back pain, dyspareunia and weight fluctuation outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.